Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe was broken and replaced it. It was found that the customer was using closed tubes on the analyzer that can lead to the premature breakage of the sample probe. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas c513 analyzer commercial system. The initial a1c-2 result was 14.0%. The sample was repeated on a c502 analyzer and the 4.5%. The sample was repeated on the c513 analyzer and the result was 5%.